Manufacturer narrative:
No sample has been returned for evaluation for the report of unspecified tip issue, capsular tear; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause for the customer complaint issue cannot be determined. All I/a products are 100% visually inspected during the manufacturing process. A wrench is provided to be used for the insertion and removal of the tip from the handpiece. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, during the polishing phase, a patient experienced a capsule tear. The surgeon would like the disposable polymer ia tip evaluated.